Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported there were conn ectivity between charging paddle and ipg is difficult to maintain. It was reported there was painful, strong shocking when arching back and reaching above her head. Also difficult to connect clinician communicator to ipg. Ipg feels deep when palpated. Ipg locator mode on patient controller yields 72 as highest achievable connection. Impedances were normal. Rep reprogrammed with lower frequency and intensity. Cause was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The when asked about the cause of the issue they stated that the cause of pain/shocking was patient movement which created stronger or weaker stimulation based on their position. They sated that the cause of the difficulty charging was due to the ipg being deep and tilted in the pocket. When asked what steps were taken to resolve the issue they stated that the patient was scheduled to see their healthcare provider (hcp) on (B)(6) 2024 to discuss moving their ipg and swapping it. This had not yet been resolved.